Event description:
The customer reported error 775 appearing when flouring and unit was disabled. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.